Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc), high pacing thresholds, and dislodgement. The lv lead was tested at the clinic and reprogrammed. Additional information received indicated that pacing was also inhibited due to oversensing. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc), high pacing thresholds, and dislodgement. The lv lead was tested at the clinic and reprogrammed. Additional information received indicated that pacing was also inhibited due to oversensing. This lv lead remains in service. No adverse patient effects were reported. Additional information received detailed this patient was scheduled for a lead revision. During the revision, this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.